Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a visible oxidation inside the driveline connector can be confirmed. The returned system controller serial number (B)(4) was in unremarkable general condition. Visual inspection revealed a green residue around and inside the driveline connector. The green residue appears to be from the modular cable which was connected to the primary system controller ((B)(4)). The system controller was functionally tested and was found to function as intended. The system controller was disassembled to inspect the internal components. Visual inspection of the internal components was unremarkable and there was no sign of fluid ingress inside the controller and the power cables. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook rev c, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, rev c, under section 7 ¿alarms and troubleshooting¿ explain all alarms, including driveline power fault and backup battery fault alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook rev c cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. According to hm3 instructions for use rev c section 8 ¿equipment storage and care¿: ¿the external components should undergo routine and periodic inspections, cleaning, and maintenance.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had damage to the black power lead on controller with visible oxidation on the driveline connection. There were low voltage alarms that occurred while on the mobile power unit (mpu) and charged batteries. A controller exchange was performed in clinic to new controller. During that exchange, oxidation was seen at the driveline connection and a decision was made to perform a modular cable exchange. There was another controller and modular cable exchange performed. During the modular cable exchange, arrows on the pump cable and modular cable were inline however difficult to connect. Once connected, it was difficult to get the cap from the pump cable to grip the modular cable to secure the connection. Related manufacturer reference number: 2916596-2021-07243; 2916596-2021-07245; 2916596-2021-07247; 2916596-2022-00932.